Event description:
A user facility clinic manager (cm) reported a blood leak was detected in the dialyzer during a patient's hemodialysis (hd) treatment. The estimated blood loss was unknown. The sample was available to be returned for evaluation. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: a1, a2, a3, a4, b5.

Event description:
A user facility clinic manager (cm) reported a blood leak was detected in the dialyzer during a patient's hemodialysis (hd) treatment. Upon follow-up, the the cm confirmed an internal dialyzer blood leak occurred within the first five minutes after initiation of the patient's hd treatment. The machine alarmed appropriately with a blood leak alert. A fresenius 2008t hemodialysis machine and fresenius bloodlines were being utilized for the treatment. Blood test strips were used and tested positive for the presence of blood. The blood leak was also visually noted in the hansen line. No damage was identified on the dialyzer prior to use. The patient's blood was not returned. Immediately following the event, the patient was able to complete treatment after re-setting up new supplies on a different machine. The estimated blood loss was 200 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer sample was available to be returned for manufacturer evaluation.

Event description:
A user facility clinic manager (cm) reported a blood leak was detected in the dialyzer during a patient's hemodialysis (hd) treatment. Upon follow-up, the cm confirmed an internal dialyzer blood leak occurred within the first five minutes after initiation of the patient's hd treatment. The machine alarmed appropriately with a blood leak alert. A fresenius 2008t hemodialysis machine and fresenius bloodlines were being utilized for the treatment. Blood test strips were used and tested positive for the presence of blood. The blood leak was also visually noted in the hansen line. No damage was identified on the dialyzer prior to use. The patient's blood was not returned. Immediately following the event, the patient was able to complete treatment after re-setting up new supplies on a different machine. The estimated blood loss was 200 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer sample was available to be returned for manufacturer evaluation.

Manufacturer narrative:
The complaint device was returned to the manufacturer for physical evaluation. During gross visual examination, a delamination was observed to be extending from approximately 320° to 30°, with the ports at 0°, on the cavity ID end. Further visual examination did not identify any other damage or irregularities on the returned sample. During the lot history review it was noted that there are three other complaints against this lot. Two of the complaints are from one customer addressing blood leaks (unknown if internal or external) during treatment (no samples), and one complaint is addressing an external header leak with no sample. The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dn) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.